Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: one used trima set was received for investigation. Initial observations noted blood throughout the set including in the vent bag. Visual inspection confirmed the rbc and platelet recirc lines were kinked. The platelet recirc line was kinked where it sits behind the rbc recirc line. No other defects were noted on the set. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. The disposable set was returned and no hemolysis was observed in the returned kit. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that the donor still had the needle in their vein when the tubing became twisted, and a follow-up laboratory examination was requested to ensure that the donor has not suffered any health-related consequences. Patient information and outcome are unknown at this time. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation: one used trima set was received for investigation. Initial observations noted blood throughout the set including in the vent bag. Visual inspection confirmed the rbc and platelet recirc lines were kinked. The platelet recirc line was kinked where it sits behind the rbc recirc line. No other defects were noted on the set. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the donor still had the needle in their vein when the tubing became twisted, and a follow-up laboratory examination was requested to ensure that the donor has not suffered any health-related consequences. Patient information and outcome are unknown at this time. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.